Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation were found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text : see h.10.

Event description:
It was reported that the bd plastipak¿ syringe luer slip plunger jammed during use. The following information was provided by the initial reporter, translated from spanish to english: "they use the 20ml and 60ml bd plastipak syringes in the hospira infusion pumps (hospira plum a +). They tell me that with our syringes the plunger is jammed. It does not go down. This causes the pump to jump (alarm sounds) or lock directly, preventing delivery of the medication. They report that with other brands that does not happen."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak syringe luer slip plunger jammed during use. The following information was provided by the initial reporter, translated from spanish to english: "they use the 20ml and 60ml bd plastipak syringes in the hospira infusion pumps (hospira plum a +). They tell me that with our syringes the plunger is jammed. It does not go down. This causes the pump to jump (alarm sounds) or lock directly, preventing delivery of the medication. They report that with other brands that does not happen."